Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: cantwell, c. P., pennypacker, j., singh, h., scorza, l. B., waybill, p. N., & lynch, f. C. (2009). Comparison of the recovery and g2 filter as retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 20(9), 1193¿1199. Doi: 10.1016/j.jvir.2009.05.037.

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " comparison of the recovery and g2 filter as retrievable inferior vena cava filters " that after filter placement, one filter was failed to removed due to captured thrombus and later declared permanent because of a subsequent pulmonary embolism (pe). Filter fracture identified in 6 patients; two filter arms embolized to the lung and the other fractured arms and legs were in the retroperitoneum. The status of the patients was not provided.

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " comparison of the recovery and g2 filter as retrievable inferior vena cava filters " that approximately three days post filter placement, the patient experienced subsequent pulmonary embolism. The status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the lot number was not provided, therefore a device history records review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Journal article citation: cantwell, c. P., pennypacker, j., singh, h., scorza, l. B., waybill, p. N., lynch, f. C. (2009). Comparison of the recovery and g2 filter as retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 20(9), 1193¿1199. Doi: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [2009 - cantwell, c - comparison of the recovery & g2 filters as retrievable ivc filters-.pdf]